Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00199. It was reported that the patient presented for a routine generator change procedure. Prior to the procedure episodes of noise and low pacing impedance values were noted on the patient's right ventricular lead and right atrial lead. The right ventricular lead was capped and replaced on (B)(6) 2020 while the right atrial lead was explanted and replaced. The patient's condition was stable throughout the event.